Event description:
It was reported that the zimmer electric dermatome would not operate. Additional clinical follow up with the customer indicated that the issue was found when they were preparing for surgery. Customer stated that the power of the device was not enough. There was no patient involvement and an alternate device was retrieved for use during the procedure. Also, there was no extension or delay in the surgical procedure as a result of the reported issue.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluated. The service record indicates that the device was manufactured on 07/10/2009 and was last repaired on (B)(4) 2012 for a non-related issue. Evaluation of the device observed discoloration of the head beneath the thickness control lever, as well as discoloration of the thickness control lever. The motor operated initially, but did not operate after being power cycled. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the left and right side. The device was also outside calibration specification at the 0.020 inches thickness setting on the right side. Given corrosion on the motor casing, it is likely that the interior of the motor was corroded as well, which could have contributed to the customer's event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece. In addition, improper handling likely caused the lack of calibration and discoloration of the unit. The device was serviced and returned to the customer.